Event description:
It was reported that during a bph surgical procedure "the tip of the fiber broke right off" was observed. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "good standing".